Event description:
It was reported, the pt experienced several issues following the initial implant of the neurostimulator. The pt was implanted on (B) (6)2009. The device was reprogrammed several times with better coverage noted. The pt also had training for the recharger at one appointment. Following the training, the pt made several calls to the MFR's rep for additional assistance with recharging, adjusting settings, and how to turn off his system. At one point, the pt called 911 for assistance to turn off the device. The pt stated the "wires were sticking out of his back". The pt stated the cosmetic appearance of the wires looked "like a double spinal column". The pt had migraines and felt the stimulation might have induced recurrence of the migraines. The pt stated he couldn't increase the stimulation enough to relieve the symptoms. One - two weeks after the implant, the pt felt a burning sensation at the lead where the lead went into the back, when the stimulation was on. The pt additionally stated the burning sensation was along his spinal column. The pt felt the burning sensation was along his spinal column. The pt felt the burning sensation in his back whether the device was on or off since (B) (6). The burning sensation was also over the device area and felt for 10 days whether the device was on or off. On (B) (6)2010, the pt had the stimulation off and still felt the burning sensation. The pt had gained 12 pounds over a couple of months. Since then, he had felt a pulling sensation when he stretched or moved forward. He felt the pulling sensation correlated to the weight gain. The pt indicated he had been charging every two days rather than 2-3 weeks as he had expected. He had noted a longer charging time since december. The pt stated that he could charge the device when it was half full of 15-20 minutes and it would fully charge and at other times he would charge for 6-7 hours and only to be able to charge it 3/4 full from empty. The pt stated the device had "not worked for 6 months" and he was on oral medications. He also noted he had "pins and needles" in his neck to take away the pain. He also stated the device did work for him and helped tremendously. The pt had requested to have the device removed. The pt had multiple appointments scheduled with the hcp and the MFR's rep for troubleshooting the device, but had cancelled or not shown up for all of the appointments. No resolution, troubleshooting, testing, or additional procedures have occurred dur to the pt compliance. The pt did refuse to schedule surgery for the explant as of (B) (6)2010. The hcp communicated to the pt via letter in effort to make a final appointment to explant the device.

Manufacturer narrative:
(B) (4).